Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
The patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with a gunshot wound to the chest. Shock impedance measurements were greater than 200 ohms in all vectors. There was no noise noted. There was noted to be an unidentified wire coming through the patient¿s back. A surgical revision was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the patient's non-boston scientific right ventricular (rv) lead was shot just above the yolk of the lead. This resulted in the pace/sense portion of that lead to come out of the patient's skin on their back. This also resulted in the high shock impedance measurements. As previously reported, the device system was explanted and replaced. No additional adverse patient effects were reported.